Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system / memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
Physio-control was evaluating the customer's device for an unrelated issue when it was observed that the device would intermittently not respond when the charge and shock buttons were pressed. This failure could inhibit the user from using the device in a critical situation. There was no patient use associated with the reported event.